Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "decentered" (malposition of device [iol (intraocular lens) implant]); "small tear in haptic" (torn material [haptic]). A surgeon reported an intraocular lens (iol) was noted to be decentered during a postoperative visit. During a secondary procedure to reposition the iol, the surgeon noted that one of the haptics had a small tear. The surgeon elected to exchange the iol. The surgeon reported he suspects the torn haptic was due to the handling by his surgical technician. He is not blaming the iol or cartridge. The pt had requested monovision if the iol had to be exchanged, so the exchange was for the same model, different power iol. The surgeon reported the iol and cartridge were thrown away. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/19/2010, 03/23/2010, and 04/06/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).